Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-08291.

Event description:
Customer reported she was having really high and low blood glucose levels. Customer was not sure if the basal rates needed to be adjusted. Customer states she has had low blood glucose because she overcorrected. Customer declined troubleshooting. Customer's current blood glucose was 209 mg/dl. No further information reported.